Manufacturer narrative:
(B)(4). Date of initial report : 10/22/2015. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that bleeding occurred while the device was sealing the short gastric vessels during a sleeve gastrectomy. End tones, indicating a completed seal cycle, were heard. The setting of the generator was at 3 bars. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015; date of follow-up report : 11/24/2015. One used lf1637 was received for evaluation. Visual inspection found no defects. The customer reported that bleeding occurred while the device was sealing the short gastric vessels. The reported condition was not confirmed. The device was tested for activation on simulated tissue with end tones indicating completed seal cycles. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button in various locations and turning the rotation knob to each stop to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications.